Event description:
During placement of the contralateral iliac leg graft, in order to retain patency of the left hypogastric artery, the leg graft was placed with more than one full stent above the bifurcation of the main body graft. After placement of the ipsilateral iliac leg graft, the physician decided there was a need to build up the ipsilateral side proximally, in order to support the extended portion of the contralateral leg graft inside the main body graft. An iliac leg extension was placed inside the ipsilateral limb of the main body graft, to a location adjacent to the contralateral iliac leg graft. Final angiogram noted good placement of the leg extension, with patency of both hypogastric arteries. Physician was satisfied with the results.